Manufacturer narrative:
We were unable to prime due to cracked end cap. We were unable to perform the occlusion test due to prime anomaly. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone that the customer has encounter high blood glucose. The customer's blood glucose was 300mg/dl, treated with syringe. Customer does not trust the insulin pump and wants the pump to be replaced.